Event description:
The facility reported a pump that under infuses. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA feb 02, 2007. Evaluation summary: the reported condition of a pump that under infuses was confirmed during product evaluation. The under infusion was caused by a faulty pump head mechanism. The pump head mechanism was therefore replaced.